Manufacturer narrative:
Arjo was notified of an incident involving a calypso bath chair. It was reported that a resident leaned on the calypso's hand rest, and the part came loose and detached from its attachment point, resulting in the resident falling off the device. As a consequence, the resident sustained a laceration in the nasal area. Disinfection and a dressing were applied. It was indicated that a safety belt was not used during the incident. The calypso hygiene chair is equipped with foldable arm rests (hand rest and back rest) which should be folded down during use to closed position and engaged in the ring on the seat frame. In the investigated incident, the hand rest detached when the resident leaned on it and as the safety belt had not been applied, the resident fell to the floor. The device was inspected by an arjo service technician. The inspection and photo evidence provided revealed that both rings of the hand rest and back rest attachments were deformed. Moreover, the arjo service technician noticed that the safety belt is missing. Based on the above, it can be concluded that several issues contributed to the event. The calypso instructions for use (IFU; 04.cd.03_12) provides information for correct and safe usage, regarding: - using safety belts: ¿to avoid falling, make sure that the patient is positioned correctly and that the safety belt is being used, properly fastened and tightened.¿ ¿the safety belt should be used all the time when the resident is being moved¿. - positioning patient on the chair: ¿to avoid entrapment, make sure to keep the patient¿s hair, arms and feet close to the body and use designated grab supports during any movement.¿ ¿after transfering the resident, always ensure he/she is in a correct sitting position¿. The involved device was under arjo service contract and was maintained by arjo. It was confirmed that during the last maintanance performed by arjo in january 2022 there was no issue observed with the hand rest and back rest. Nevertheless, the calypso lift and hygiene chair is subject to wear and tear, and the maintenance actions must be performed when specified to ensure that the product remains within its original manufacturing specification. The IFU provides user of the calypso hygiene chair with obligations regarding its maintenance, including regular checks of its condition and functionalities: ¿actions before every use: (¿) if any part is missing or damaged - do not use the product.¿ ¿every week: visually check all exposed parts. Examine calypso for damage.¿ based on the performed investigation, the root cause of the incident is considered as related to the safety belt not applied during the event and the device malfunction (deformed locking rings). The hand rest and back rest locking damages could have been detected upon the regular maintenance activities. In summary, during evaluation of the device after the event a malfunction was detected, so the product was not up to the manufacturer¿s specification. The lift was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to the resident's fall resulting in an injury.

Event description:
Arjo was notified of an incident involving a calypso bath chair. It was reported that a resident leaned on the calypso's arm rest, and the arm came loose and disconnected from its attachment, resulting in the resident falling from the device. As a result of the fall, the resident sustained a laceration in the nasal area. Disinfection and a bandage were applied. It was indicated that the safety belt was not used during the event.

Manufacturer narrative:
The involved device was evaluated by the arjo representative. It was indicated that the edges of the arm attachment appear to be damaged/deformed. The absence of a safety belt was noticed. Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.